Manufacturer narrative:
We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a pentaray nav high-density mapping eco catheter and while mapping in the left ventricular outflow tract (accessed transseptally) the pentaray nav catheter became stuck in the patient's prosthetic aortic valve. The catheter was freed without patient consequence. No excessive manipulation or surgical intervention was required to remove the pentaray. One of the catheter spines was noted to be kinked as a result. On the kinked spline there was a small amount of wire exposed. However, no lifted electrodes or sharp rings were noted. The kinked spline has been assessed as reportable.

Manufacturer narrative:
Additional information was received on 8/11/2018 indicating the manufacture date 8/3/2018 and expiration date 3/7/2021. Corresponding fields of this report have been updated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia with a pentaray nav high-density mapping eco catheter and while mapping in the left ventricular outflow tract (accessed transseptally) the pentaray nav catheter became stuck in the patient's prosthetic aortic valve. The device has not been returned to biosense webster for analysis and therefore no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacture ref no:(B)(4).